Event description:
It was reported the pt's generator was explanted for being at end of battery life. Analysis indicated that the device had reached end-of-battery life. An open can measurement of the battery voltage verified that the battery was depleted. The battery longevity calculation predicted 0.00 years were remaining until elective replacement indicator status equals yes condition. However, due to lack of complete programming history and magnet mode activations, the battery longevity prediction may not be representative of actual conditions. Electrical test results identified a problem with the eri circuit of the device. Analysis confirmed that the root cause was a cracked c7. When the crack occurred and the cause of the crack is unk. The cracked c7 did not impact device performance or battery longevity. The impact of this anomaly would be realized during diagnostics testing, which would be a setting of the eri flag even when the battery voltage was not at an eri condition. Device malfunction caused event.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.